Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient's father reported the following discrepancy: cgm was reading high and blood glucose meter was reading 220mg/dl. The patient's father reported no use of acetaminophen at the time. The patient's father also reported insertion in the patient's arm. The device is not indicated for insertion in the arm. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries.